Event description:
It was reported that during deployment of the embolization coil, the coil prematurely detached in the aneurysm and parent artery. The physician retrieved the coil using an intravascular snare. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: the device was returned with the implant detached from the delivery pusher. The implant was returned attached to the snare. The coil is stretched. The attachment tether that holds the implant intact with the delivery pusher was broken. The tether is white/opaque. This appearance is consistent with stretching. Root cause analysis: it appears that the device was exposed to a retraction force that exceeded the maximum tensile specification of the attachment tether.